Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to scattered electromagnetic interfering fields, the operator activating the footswitch during generator booting, a defective footswitch, a faulty cable connection between high voltage power supply board and generator board, or a faulty cable connection for the output signal between generator board and relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the generator board was defective and needed to be replaced. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical generator had an e433 error occur. It appeared when the electrosurgical generator was powered on, stated to contact olympus service, and then restarts by itself. This issue occurred during preparation for use. There were no reports of patient harm or injury.